Manufacturer narrative:
Investigation summary: material #: 364992. Lot/batch #: 1165583. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing tube label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing tube label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube came without a label. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿without unit label¿.

Manufacturer narrative:
H.6. Investigation summary: material #: 364992. Lot/batch #: 1165583. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing tube label was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing tube label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube came without a label. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿without unit label.¿